Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter during a lap chole and hernia repair, when using a suture, the needle came off of the device. It was reloaded inside the patient and then the needle broke off of the suture strand as device was removed from the trocar. Initially it was thought the needle was lost in patient's abdomen but found minutes later.